Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found, however a visual inspection of the device revealed damage to the grommets.

Event description:
It was reported during the implant procedure for an upgrade of the patient to a crt-d system that there was a lead fracture reported per intent of the warranty form. (B) (4): it was further reported that immediately prior to implant attempt, lead parameters were normal. During the end of the implant attempt, the lead was reconnected to the new device and there was high rv defib impedance greater than 200 ohms, and the svc impedance could not be measured. The coils were reversed and retested, with same results. The device was not implanted and the lead was replaced. No patient complications have been reported as a result of this event.